Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a power issue with the erbe integrated electrosurgical unit (iesu) due to damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the erbe unit was returned for failure analysis with the reported issue ¿erbe malfunction¿. Although the issue could not be confirmed during initial verification using artemis, visual inspection during the fa process validated that the unit does not power on. Because the unit fails to power up, erbe error logs and system-level diagnostic tests could not be accessed, preventing further assessment. As the device is an OEM product that cannot be opened or internally inspected onsite, the root cause of the failure could not be determined. The unit will be sent to the OEM for additional investigation and root cause analysis. Upon visual inspection, the unit was found to have damaged ac input module; fuse holder door broken off hinges, fuse holder block cosmetically damaged.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the erbe to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a field service engineer (fse) called in and stated that the customer informed him that the erbe suddenly broke down. There was a warning message about the erbe and then the customer could not switch on the erbe. The surgeon decided to continue the procedure by laparoscopic surgery. Fse will go to replace the erbe. The procedure was converted to laparoscopy with no reported injury.